Event description:
I had back stiffness and pain, so I went to (B)(6) and purchased thermacare advanced back pain therapy, which I had used before. Read instructions and put it on at work. Left work early and took it off when I got home so it was less than 5 hrs. The next day noticed a dark huge mark on my back which had little open wounds to it. I went to my doctor who let me know it was a bad chemical burn and prescribed me ascend antibiotic medicine which healed the open wounds, however the dark discoloration on my back has not gone away and doctor said it may be permanent. This is horrible. Is the product over-the-counter? Yes; did the problem stop after the person reduced the dose or stopping taking or using the product? No.